Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the patient hearing the alarm for a couple of days prior to (B)(6) 2017 was a motor stall. The actions and interventions taken to resolve the alarm and motor stall was the healthcare provider was scheduling the patient for a pump and catheter replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative and from another healthcare professional regarding a patient receiving sufentanil (200 mcg/ml at 126.01 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported by an hcp via a company representative that a motor stall was seen at initial interrogation. The patient did not recently have an MRI and there was no emi or magnetic interaction. The pump showed a motor stall on (B)(6) 2017 and the stall was active. No patient symptoms were reported. Additional information was received from another hcp who reported that on interrogation the pump showed a motor stall and a tube set message. Per this hcp, the patient thought they had been hearing their pump alarming ¿for a couple of days¿. This hcp had not read the event logs. The patient didn¿t think that they had an MRI, but they did have a CT scan. This hcp had refilled the pump since the CT scan and everything was fine at that time. Per this hcp, the doctor spoke with the company representative and mentioned that they would meet the patient today to see about re-programming out of the motor stall. This hcp had spoken with the patient this morning. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.